Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump alarmed for max delivery. Blood glucose reading was 224 mg/dl. The customer accidentally removed the battery while she was removing the belt clip. The insulin pump then alarmed for battery failed. Customer stated that the keypad was scrolling without input during the bolus process. No significant events recalled leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage at the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, and a missing end cap sticker. No number ramping anomaly or scroll bar anomalies were noted. The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No unexpected max delivery alarm or failed battery test alarm was noted during testing. The insulin pump had operating currents within specification.